Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient has not yet replaced their implant due to the price, with it unknown if there were any symptoms related to the event. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported premature battery depletion due to use parameters being high. When the consumer came to the hospital, the battery had no electricity. Actions/interventions were noted as communicate with the consumer¿s battery power consumption reasons. No surgical intervention had been taken or planned. It was noted that at present, the doctors had preliminary communication with the consumer to find a solution. The problem was noted to have been solved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.